Event description:
A customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, batch record review, service history, complaint history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) was reviewed and found the lot to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The batch record review for the concomitant cassette (lot# 09k015) did not reveal any indication of a deviating quality profile. There was no service record review performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. The complaint history review for the cyclesure bi, lot 348091, revealed one other similar reported complaint. An overall review of the complaint history for cyclesure bi with similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past 12 months. The fmea (failure mode and effects analysis) assessment of the cyclesure® bi revealed a low-safety risk to the user. All rpn (risk priority number) scores for this failure mode are below the threshold of 100. The hha (health hazard analysis) was reviewed and the issue is considered to have a none/negligible risk. Four processed bis from lot 348091 were returned for investigation. Three of the bis had a blue media in the vials. One bi had a yellowish media. All bis were crushed. The caps were depressed. A single liner and spore disc was present in each bi. There were no manufacturing defects noted to contribute to the failure mode. These complaint samples were visually inspected and not functionally tested since they had already been processed. A complaint history review showed that retain samples lot 348091 had already performed. Retain testing of bi lot 348091 resulted in no positive bi and they were found to meet specifications. It is unlikely that the reported positive bi result is attributed to the sterrad system, the sterrad cassette, or the sterrad incubator. The sterrad cycle completed successfully and the injection pressures were within the specified range the incubation temperature was set to the required specifications. The chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide. The previous and subsequent processed bis were negative. There was no tray identified; however, the load contents were reviewed and appear compatible with the sterrad system. The load was not recalled. The customer further reported that the extraoral handpiece contra was not recalled. The doctor determined to use them because this was the oral device which would not touch patient's blood and tissue. There was no injury reported from the unrecalled load. Based on the information available, a definite root cause to the reported issue could not be determined as a thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples from the reported lot.

Manufacturer narrative:
Concommitant devices: extraoral handpiece contras not recalled. Sterrad 100s (B)(4). Sterrad cassette lot# 09k015. (B)(4) no code available; suspected positive bi.